Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the initial reporter in (B)(6). The full name of the event site in was shortened due to field character limit; the full name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device : the getinge field service engineer (fse) that encountered the issue replaced the safety disk and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional fields: e1 initial reporter information: (B)(6). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed pim leak test. To fix the issue safety disk was replaced as it failed the safety disk leak test. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
N/a.